Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's insulation melted and a part of the device fell on the patient¿s cavity, but was fully retrieved. There was no patient injury. No further information available at this time.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. Visual inspection found that the blue heat shrink was scratched along a straight line. The reported condition was confirmed. Visual inspection found that the blue heat shrink was scratched along a straight line. The device failed hipot testing along the straight line of scratching. The damage to the electrode indicates the user mishandled the electrodes. The scratching damage could be caused by trocar. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulation damage. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use(IFU) states: inspect the extension insulation frequently (before and after each use) for cracks, nicks, cuts, dents, or depressions which may decrease the insulation effectiveness and may result in burns to the surgeon or patient. If information is provided in the future, a supplemental report will be issued.